Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the stardrive(tm) screwdriver t15 (p/n 314.115 lot 7530515) was received showing the distal stardrive tip significantly twisted in the direction of resistance from screw removal. The phenolic handle was also darkened and several nicks were observed. The phenolic handle is susceptible to becoming brittle and darkened after repeated thermal/sterilization/reprocessing cycles. The twisted tip and darkened and nicked handle are potential end of life indacators of the instrument from normal wear, use and reprocessing. The phenolic handle is susceptible to darkening and becoming conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.115, synthes lot # 7530515, supplier lot # na. Release to warehouse date: 18 nov 2013, manufactured by synthes jennersville. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the star drive(tm) screwdriver t15 came to sterile processing with the tip stripped. The tip of the t15 has been torqued so that the star portion is twisted and will not engage screws. There was no patient involvement. This is report 1 for 1 (B)(4).